Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this [ICD] was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant (3.10 volts) was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had emitted beeping tones. Upon interrogation, an error messag stating "voltage too low for remaining capacity". The device was scheduled for a change out. A request for device status has been requested.

Manufacturer narrative:
The device was returned and analysis of the product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
This report will be updated should additional information become available or if the device is returned for analysis.